Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was confirmed. The returned communicator was attempting to utilize a non-boston scientific supplied power adapter to operate the communicator. The power adapter was physically compatible; however, it was not electrically compatible with the communicator. A testing was completed with the communicator with a known good power adapter. The communicator was unable to function due to anomaly with the components. The usage of a non-boston scientific supplied equipment is an unintended user error that occurred in the patient environment that subsequently caused the communicator to be returned. The communicator had been used in the patient environment for several months prior to experiencing issues. This indicates that a boston scientific power adapter was supplied and used for initial set up. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no lights on the communicator. The communicator was not functioning, and a burning smell was observed. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Event description:
It was reported that there were no lights on the communicator. The communicator was not functioning, and a burning smell was observed. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.